Event description:
It was initially reported by the patient¿s caregiver that the life2000 device turned off and was not working. The patient switched to his regular oxygen via nasal cannula. The caregiver was able to power the life2000 device back on and the patient resumed using the device. The patient felt the equipment was not working right. Per the caregiver, the only alarm received was a low pip alarm. On 14apr2022, the patient had a scheduled doctor¿s appointment. The patient¿s co2 level was 131 and the patient was hospitalized and placed on bipap. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
It was initially reported by the patient¿s caregiver that the life2000 device turned off and was not working. The patient switched to his regular oxygen via nasal cannula. The caregiver was able to power the life2000 device back on and the patient resumed using the device. The patient felt the equipment was not working right. Per the caregiver, the only alarm received was a low pip alarm. On 14apr2022, the patient had a scheduled doctor¿s appointment. The patient¿s co2 level was 131 and the patient was hospitalized and placed on bipap. Additional information was obtained from the caregiver. The patient notified the caregiver that his life2000 device was turning off and on spontaneously without touching anything on the device. This problem would last approximately 5-10 seconds and then stop. No issue with the connection of the power cord was noted. It was also reported the device would alarm low pip at power up and then stop. The caregiver was not sure when the reported problems began but stated a hillrom trainer was at the house approximately one month prior and found no issues with the device. During the patient¿s hospitalization for high co2, no additional treatment was provided other than bipap. On 18apr2022, the patient was discharged home with a hospice referral. The patient is currently using bipap supplied by hospice. Per the caregiver, the physician thought the cause of the patient's high co2 was due to the life2000 device not working. On 21apr2022, the patient saw his physician who discussed a procedure that involves placing tubes in the lungs to help expand the lung field. The patient is scheduled for tests on 04may2022 and a follow up appointment with his physician on 31may2022, at which point a decision will be made if the patient can proceed with the procedure. Since the patient is using bipap, the life2000 is not needed right now. No further information was provided. Additional information was obtained from the prescribing physician¿s nurse. The nurse confirmed the report provided by the patient's caregiver and that the physician thought the life2000 not working properly contributed to the patient's high co2. No additional medical history was obtained and there were no other contributing factors reported. The patient has no history of hospital admissions for high co2. While in the hospital, the patient was on bipap. The nurse was unaware of the procedure that was mentioned by the patient's caregiver and was unable to provide information about this. No additional information was provided. The breathe technologies life2000 ventilation system is intended to provide continuous or intermittent ventilatory support for the care of individuals who require mechanical ventilation. Specifically, the system is applicable for adult patients who require the following types of ventilatory support: positive pressure ventilation, delivered invasively (via et tube) or non-invasively (via mask). Assist/control mode of ventilation. A low pip alarm occurs when peak inspiratory pressure is below set limit. Instructions for use state ensure patient interface is not leaking at patient side, switch to another active activity button, and if the alarm persists, contact your physician. During servicing of the device by hillrom, a cracked front case was identified in addition to system faults 117,119,123. These system faults are due to water (humidity/moisture in the hoses) getting into the ventilator. Relative humidity control is a key factor in preventing moisture from getting into the pneumatics of a ventilator. Investigations identified the compressor as a contributor of water and moisture to the ventilator. Instructions for use state, if a system fault occurs, in the message on the touch screen to reboot, touch ok; the ventilator will turn itself off and then on again. Restart ventilation by pressing an activity button on the ventilator. If the system fault persists, place the patient on an alternate means of ventilation (if necessary) and contact your breathe technologies service representative. In addition, the instructions for use state, daily or more often, if necessary, check and empty the compressor¿s condensation tray and replace if necessary. Hypercapnia is excessive carbon dioxide in the bloodstream, typically caused by inadequate respiration. The reported event of elevated co2 requiring hospitalization is considered a serious injury. It cannot be confirmed if the system faults that were identified during servicing occurred when the ventilator was in use by the patient. In addition, the compressor was not returned for inspection, which may provide more information as to whether or not the device malfunctioned. Hillrom is attempting to retrieve the compressor from the customer for inspection. It cannot be ruled out that the device did not contribute to the serious injury and is therefore considered a reportable malfunction. Hillrom considers this complaint a reportable malfunction and reportable serious injury. If the compressor is returned and additional relevant information is identified, a supplemental report will be submitted.